Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient is experiencing discomfort at thoracic ipg site. Company representative reported that ipg had become superficial and tilted and was protruding, causing discomfort for the patient. Patient is currently wearing brace over the pocket site. As a result, a surgical intervention may be pending to revise the pocket site. Please note that patient has two scs system implanted. This issue is regarding thoracic ipg.